Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic check. Upon interrogation, the right ventricular lead was exhibiting loss of capture due to high capture thresholds, and temporary oversensing. An x-ray of the lead revealed externalized conductors. Programming changes were made but the issue was not resolved. No further intervention was performed. The patient was reported stable with no patient consequences.

Event description:
New information revealed a procedure took place on (B)(6) 2020 to cap the right ventricular lead and replace it. The procedure was completed successfully, there were no patient consequences.